Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation a functional test was performed on the device. The handle was manipulated several times and the forcep cups would open, but they would not close. The device was sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. During functional testing, it was confirmed that the device would not operate when the handle was manipulated. Upon disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history records were reviewed and the date of manufacture was february 2017. The lot had devices rejected in manufacturing and/or final quality control for the "will not open" malfunction. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would no longer open or close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. Prior to distribution, all captura biopsy forcep are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic biopsy procedure, the physician used a cook captura serrated large forcep-spike. They heard a loud audible snap and then the forceps would no longer open or close [subject of this report]. The customer said that this same problem had occurred three (3) to five (5) times prior. The exact lot numbers, quantities and event dates could not be confirmed [see related MDR 1037905-2017-00276].